Event description:
Facility reports during an unknown hand procedure, the quick coupling for k-wires did not hold the wire. It is reported a spare device was available and was used to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. The serial number (B)(4) belongs to the part 50156970, which is the tension ring with lever of the article (B)(4). The manufacturing documents of this component were reviewed and no complaint related issues were found.